Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained add'l info included below. The pt provided the following info: he tested with the subject meter in the morning on (B) (6) 2010 and received a reading of 168 mg/dl. He tested with another meter within a few minutes and received a reading of 138 mg/dl. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The pt followed his dr prescribed protocol and took an extra metformin 500 mg pill. Less than one hour later, the pt said, he was hungry, sweaty, and shaky and felt like he might pass out. He immediately took orange juice and food and tested himself with the other, non-reported, meter; the result was 57 mg/dl. He did not test with the lfs product while symptomatic. This complaint is reported because, the pt alleges that the lfs product read inaccurately high. He claims he took extra oral diabetes medication per his ordered regimen and became sweaty, shaky and hungry less than one hour afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.